Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo" caller states he and his wife are testing on trueresult getting "lo." Customer states strips were opened three weeks ago. Customer has not set time and date in meter. Customer did not want to run a blood test. Customer is feeling well and medical attention is not needed. Customer's expected results are 140-160mg/dl. Verified the strips expire 05/29/2015 and were first opened (B)(6) 2015. Customer confirmed proper storage of the test strips. Reviewed meter memory: memory 1: lo on (B)(6) 2015 12:11pm, memory 2: lo on (B)(6) 2015 03:04pm, memory 3: lo on (B)(6) 2014 01:02am, memory 4: lo on (B)(6) 2014 02:09pm, memory 5: lo on (B)(6) 2014 12:00am. No adverse event reported. Lo on (B)(6) 2014 at 07:24 pm, lo on (B)(6) 2014 at 07:22 pm, 112mg/dl on (B)(6) 2014 at 01:16 pm, 128mg/dl on (B)(6) 2014 at 08:04 am, 137mg/dl on (B)(6) 2014 at 11:24 pm. The customer states that she usually waits at least two hours after eating, drinking, exercising, or taking any medication before performing a blood test. The customer is on medications for diabetes (metformin). The customer states that she feels fine and does not need any medical intervention. I informed the customer to discontinue using the meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Caller states he and his wife are testing on trueresult getting "lo". Customer states strips were opened three weeks ago. Customer has not set time and date in meter, customer did not want to run a blood test. Customer is feeling well and medical attention is not needed. Customer's expected results are 140-160mg/dl. Verified the strips expire 05/29/2015 and were first opened 1/6/15. Customer confirmed proper storage of the test strips. Reviewed meter memory: (B)(6). No adverse event reported.